Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the guidewire, hemostasis sheath, carrier tube, arteriotomy locator, polyfoil pouch, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device appears to have been cut, revealing the anchor present in the device. The complaint can be confirmed for a nondeployment device pullout. The returned device was cut by the facility, exposing the anchor in the device tip. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during the deployment of the device, following the instructions for use, the angio-seal device was introduced over the sheath. Retraction was performed until the two clicks were perceived. The entire system was then withdrawn while maintaining constant tension. At this point, it was noted that the suture did not emerge as expected. A verification was conducted to ensure that no component had been incorrectly positioned, which was ruled out. Manual compression was initiated. The physician decided to open the sheath by cutting it, to confirm that the components remained within the device and had not been left inside the patient. It was confirmed that both the anchor and the collagen remained inside the device. Despite the incident, the procedure was successfully completed, and the patient's condition remained stable. The procedure for the patient was coronary angioplasty. No blood loss was reported.

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.